Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during power up at the medicine department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem of 'system error 345' was reproduced. A review of the event history log (ehl) revealed system error 345 messages. A service history review revealed the current reported problem does appear as a repeat symptom within the past 12 months and the ultrasonic sensor was replaced. Review of the prior service record indicates that all service actions were completed during the prior return. The reported condition was verified. The cause of the condition was determined to be the force sensor with high temperature. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.